Manufacturer narrative:
(B)(4). Batch # m9373n. The analysis results found that the mcm30 device was returned empty. In addition, 1 malformed clip was returned with the device. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No further testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/26/2016. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much blood loss was there (mls)? Unknown. Was a transfusion required? No. Was there any vessel damage? Small cut. If yes, how was it repaired? How was the procedure completed? Surgeon clipped slightly higher up the vessel than desired. Procedure completed as usual.

Event description:
It was reported that during a breast reconstruction procedure, the clip did not fire when the handle was compressed on some occasions, (including first firing when device was just removed from packaging). This happened at least three times/firings. The surgeon had to re-fire again (let go of the handle and compress again).when the clip was not fired; it tend to cut the vessel slightly and caused some bleeding. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.